Event description:
Philips received a report that a male patient pinched his finger while the table was being moved outwards from the bore. The patient suffered lacerations that required stitches. This is considered a serious injury.

Manufacturer narrative:
When pulling the patient out of the bore, the patient was holding onto the edge of the tabletop, but the technician overlooked this and pulled the patient out as he was, pinching his finger between the tabletop and the bore of the magnet. Contrary to the instructions for use, no preventive measures were taken to avoid this from happening, no arm boards or arm straps were used and the operator did not observe the patient while moving the table. The patient suffered lacerations to his ring finger that required 3 stitches but he is expected to fully recover. This sis considered an unfortunate incident that could have been prevented if the user had followed the instructions for use.